Event description:
During implantation of the device, the surgeon felt the anchor break. The surgeon was able to remove the anchor and replace it with another, no pieces were retained in patient, all were removed by the surgeon. Anchor was sequestered to risk management and the procedure was completed with no further incident.

Manufacturer narrative:
Evaluation of the device shows the anchor has broken at the suture eyelet. The tines that interface with the anchor are bent and twisted. Without knowing the patients bone quality and the site prep device used a rootcause cannot be determined. Review of our quality records confirmed that no additional complaints have been filed for this manufactured lot. (B)(4).

Manufacturer narrative:
Device was not returned for evaluation.(B)(4)